Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08, axsym toxo igg, that has a similar product distributed in the us, list number 3b22, axsym toxo igg. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a false positive result was generated on the axsym toxo igg assay. A patient generated a positive result of 21.7 miu/ml but previous values for this patient were negative. An expected negative result was obtained upon retest and after the specimen was recentrifuged. No impact to patient management was reported.